Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed. The lot met all release criteria, meaning that no issues were noted during the manufacturing process or quality control inspection. This is the only complaint reported to date for this lot number. The sample was returned for eval. The investigation is currently underway.

Event description:
It was reported that a pta balloon ruptured circumferentially and a portion of the pta balloon separated from the pta balloon dilatation catheter, remaining within the pt. Reportedly, the introducer sheath was removed and it was observed that the separated portion of the pta balloon was still loaded on the guidewire. Clamps were then used to remove the separated portion of pta balloon through the pt's skin. No pt injury.